Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated and there is no report of death or serious injury. The customer reported that the system would not start. It is unknown at this time if the system was in clinical use. The event is currently under investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use and the issue occurred during the first start up in the morning. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. Upon functional testing, the fse found that the power supply in m cabinet was failed. Review of the system logfile showed, collimator and image detector errors. M cabinet has the power distribution unit which supplies power for system operation. Fse replaced the main power distribution (mpd) control unit and hard disk. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impacted code and evaluation method code were corrected.